Event description:
Customer alleges when unit is turned on, the display screen turns blue and then the red light starts flashing. No reported pt involvement. Service rep could not duplicate alleged condition. Proper operation of device was confirmed.